Event description:
Patient underwent uneventful ilasik on (B)(6) 2012. Presented at 1 day post-op (B)(6) 2012 with a slipped flap on left eye (os). Patient brought back to the laser suite and flap repositioned. Patient seen on (B)(6) 2012, visual acuity sans correction (vasc) 20/25 right eye (od), 20/70 + os, and bandage contact lens (bcl) in place os. Patient told to continue medications.

Manufacturer narrative:
(B)(4), evaluation: the equipment was not evaluated after the reported event due to the fact that abbott medical optics (amo) became aware on (B)(4) 2012. However, the equipment was evaluated by a field service specialist (fss) on (B)(4) 2012, to perform a system check. System was tested and meets amo specifications. Note: all pertinent information available to amo at the time of this report has been submitted. (B)(4).